Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted complete lead was returned with helix partially extended. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Set screw mark noted on the terminal pin 1. Detailed testing found the anode (outer) conductor coil was fractured approximately 293 mm from the terminal pin. The outer coil fractured due to an aluminum rich inclusion, resulting in a fatigue fracture mode. No other fractures were noted. The outer insulation appeared to be undamaged.

Event description:
It was reported during the procedure, the helix of the right ventricle (rv) lead was not working properly. The lead was replaced with a new one to complete the procedure. No adverse effects were reported.